Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator stopped and displayed an unresolved "motor failure" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue could not be determined as the suspect component operated without fault.